Event description:
A 2.25mm x 14mm endeavor resolute rx drug-eluting coronary stent delivery system was inserted into a pt for the treatment of an lcx lesion. It was reported that there was not much calcification and that it was felt that no predilation was needed. All products were checked and no abnormalities were noted. It was reported that there were no problems delivering the stent. Pressure of 16 atms was applied to the device in an attempt to deploy the stent, however, the stent did not deploy. The device was removed from the pt and the undeployed stent remained on the delivery system, with contrast dye dripping out from the balloon. The procedure was completed using the same wire, guide and manometer. A drug-eluting stent from another MFR was used to complete the procedure. Pt status post procedure was reported to be okay. No clinical sequelae were reported. The device was returned for evaluation: the tightly coiled device was returned inside a sealed sterile pouch along with the foil pouch and a syringe with a clear liquid inside. The liquid in the syringe was placed in a glass vial. The first distal and proximal stent segments were flared. The proximal balloon pillow folds were disturbed and slightly inflated. There was blood present in the distal cone of the balloon indicating the presence of a leak. Negative purge confirmed the presence of a leak. A small tear was detected on the outside of a proximal balloon pillow fold. As per the event description there was no resistance noted advancing the balloon and stent to the target lesion. On attempted deployment of the stent the balloon did not inflate and when withdrawn the stent was still crimped on balloon. Info received from the account confirmed that there were no abnormalities noted prior to use of the device. The target lesion located in the lcx was reported to have "not much calcification" and it was deemed "no pre-dilation needed". The damage noted to the balloon is consistent with the balloon material being pressed against stenosis or calcium as the balloon is advanced and/or inflated. Given that the lesion was not pre-dilated the possibility exists that the balloon material may have been damaged by calcified plaque present at the lesion. Mfg controls are in place to ensure that each device is leak tested following the formation of the proximal and distal pillows at pillow bake operation. Cd or procedural images were not provided for review. There is no identified inadequacy in the endeavor resolute rx IFU in relation to the reported event.

Manufacturer narrative:
(B)(4). Results, conclusions: calcification. Predilation not carried out.